Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, one undated photo was provided for review, it shows the device in situ, however the photo does not contribute to the root cause of the reported events. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal prior complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Possible causes could include but not limited to user/procedural error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the dedicated strut attachment locations were not available for accessory single row 2-3 ring 90 mm. The doctor had to improvise to complete the procedure. Incident occurred during treatment with instruments outside the patient. No delay was reported. No other complications were reported.